Event description:
Report received of a non-delivery of heparin. It was reported that a pt was receiving heparin at 17ml/hr. According to reports received, there was no drops seen in the drip chamber. The tubing did not appear to be in the upper groove of the tubing path indicating that the tubing was improperly loaded. When the pump was opened, the side clamp almost popped out of its intended position within the pump and the tubing was very flat. The tubing was repositioned and drops were then seen in the drip chamber. It was not known how long the infusion had not delivered. There was no reported adverse patient event. Though requested, there was no further information available.